Event description:
It was reported that the pump malfunctioned and emitted alarms throughout the night. There was no adverse impact to the customer's blood glucose level. The customer used an old pump overnight and reset the malfunctioning one in the morning, with no further actions required as the customer is currently seeking a new device due to being out of warranty.